Manufacturer narrative:
One cadd legacy 1 pump was received with no physical damage found on it. The event log was reviewed and there was no evidence of the reported issue. Accuracy tests were performed and the reported "failed accuracy" issue was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -10.8% during testing. There was no patient involvement.